Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. Release and sterilization records were reviewed and the product met all acceptance criteria. The omnipod user guide warns "if an infusion site shows signs of infection immediately remove the pod and apply a new one at a different site. Contact your healthcare provider and treat the infection according to instructions from your healthcare provider," and advises "check the site for signs of infection, such as pain, swelling, redness, discharge or heat."

Event description:
The customer reported that she received an infection at the insertion site after wearing the pod for 72 hours. The customer went to the doctor and was prescribed antibiotics.

Manufacturer narrative:
The returned product was evaluated and performed as designed. No issues were found that would result in an infected site. Release and sterilization records were reviewed and the product lot met all acceptance criteria.the omnipod user guide warns "if an infusion site shows signs of infection immediately remove the pod and apply a new one at a different site. Contact your healthcare provider and treat the infection according to instructions from your healthcare provider," and advises "check the site for signs of infection, such as pain, swelling, redness, discharge or heat."